Event description:
On 02/22/2023, it was reported by a sales representative via sems that a ar-6480 dualwave pump is working intermittently, and making a very loud noise. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.